Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. Upon tether mode during procedure, tension test was performed on the right ventricular (rv) leadless pacemaker (lp), and the rvlp dislodged and was released from the delivery catheter prematurely. The rvlp then migrated to the inferior vena cava. The rvlp was retrieved, not implanted, and an alternate near at hand was implanted instead, using the same delivery catheter. Patient condition was stable.